Event description:
During testing prior to a case beginning, the precise system would not read the bar codes for the needle kit. The error message was "smart card reader internal error reset usb connector or use valid smart card". The tech for the case contacted galil customer service and the several attempts to correct the card reading error were tried. None worked. The tech notified the operating room staff about the problem and left the room to continue to work with galil customer service by phone. Upon returning to the room, the pt had been anesthetized. After consultation with the physician, the case was cancelled. Pt was recovered without incident.

Manufacturer narrative:
Case was cancelled due to card reader issue. There was no injury to the pt. The case was rescheduled for a later date. The device is being returned to the MFR for further analysis.